Event description:
On an unknown date, the patient underwent abdominal aortic replacement using a graft to treat a thoraco-abdominal aortic aneurysm from the descending thoracic aorta to abdominal aorta. On (B)(6) 2010, the patient was implanted with two gore® tag® thoracic endoprostheses (tgt3115/8404353 and tgt3420/8354857). As celiac artery and left gastric artery are intentionally covered by the stent grafts, those arteries were coil-embolized. An intra-procedure imaging revealed a distal type I endoleak, and the procedure was concluded with a wait-and-watch approach taken to the endoleak. On (B)(6) 2010, the patient was discharged of the hospital with the distal type I endoleak remaining. Aneurysmal diameter was 71mm at the time of hospital discharge. On (B)(6) 2011, in six-month follow-up study, it was revealed that the distal type I endoleak had persisted. Aneurysmal diameter was 72mm. Reintervention was not performed. On (B)(6) 2011, in one-year follow-up study, the distal type I endoleak had persisted, causing aneurysm enlargement to 76mm. A wait-and-watch approach was continued to the endoleak. On january 18 2012, the patient was implanted with two gore® tag® thoracic endoprostheses (tgt3110/8738786 and tgt2610/7754261) and one gore® excluder® aaa endoprosthesis, aortic extender component (pxa280300/9527749) to treat the distal type I endoleak. On (B)(6) 2013, in two-year follow-up study, the distal type I endoleak had persisted. Aneurysmal diameter was 76mm. On (B)(6) 2013, in three-year follow-up study, the distal type I endoleak had still persisted with aneurysmal diameter of 78mm. A wait-and-watch approach had been continued to the endoleak. On (B)(6) 2013, a suspected impending aneurysmal rupture was revealed, and the patient was implanted with an additional stent graft proximally to treat the suspected rupture as it is likely that a proximal type I endoleak could be attributed to the impending rupture. It was reported that a tortuous anatomy was attributed to inadequate distal sealing to the vessel wall, which could have caused the distal type I endoleak.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.